Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing. Review of the episodes revealed myopotential. Previous episode of myopotential was noted. Further actions and programming changes will be discussed with the physician. No further information is available.